Event description:
It has been reported to philips that the screen of allura system was black and fluoroscopy was not possible. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical useand the issue occurred during a vascular procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the screen of allura system was black and fluoroscopy was not possible. Review of the system logs showed errors with the x-ray generator grid switch. The fse further investigated and found that the cause of the issue was x-ray tube grid switch. The fse readapted the x-ray tube and the error message disappeared. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.